Event description:
The customer reported that the 3100a did not operate properly. The led indicator on the pwm aplifier should be red but was actually green when the power was turned on. There was not pt involvement at all.